Event description:
It was reported in clinic that the patient's atrial lead exhibited noise. Lead damage was suspected. The atrial lead remains unaddressed and will continue to be monitored. There were no patient consequences.